Event description:
Customer called on (B)(6) 2011 reporting of a bloody leak at the bellows of the beckman coulter coulter lh 750 hematology analyzer. Customer reported that no patient samples or results were affected by the leak and therefore no change to patient treatment was administered. Customer was wearing personal protective equipment consisting of a lab coat, protective eye wear and gloves at the time of the incident and no exposure or injury was reported as a result of the event. Field service engineer (fse) was dispatched and found a leak at the bellows of the instrument. Fse also found that the tubing through vl57a was plugged. Fse proceeded to replace the plugged tubing and verified repairs per established procedures. Root cause of the leak was that the tubing though vl57a was plugged.

Manufacturer narrative:
(B)(4).